Event description:
A 2.5 mm x 15 mm sprinter rx dilatation balloon catheter was inserted to predilate a mid lad lesion. Vessel morphology was reported to be moderately tortuous with severe calcification and 80% stenosis. It was reported that the balloon was advanced to the intended lesion site and upon the first inflation, the balloon ruptured at 12 atmospheres. The balloon was successfully removed from the pt. It was reported that negative purge performed on the device prior to use and no issues were noted by the user. The pt condition is reported to be moderate. Medtronic has received the device and analysis has been completed. The returned device revealed a small radial tear located near the middle section of the balloon most likely related to lesion morphology. The physician believes the balloon ruptured due to calcification, and stated another MFR's balloon also ruptured due to calcification. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.